Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 06/17/2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. Left side wireless tracker failed by 3.5 millimeters. Calibrated left side tracker passed. Failure issue resolved. System performed as intended after calibration. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's imaging system was tested with four different navigation systems and the left side tracker was approximately 3.1 millimeters inaccurate with each system. The direction of the inaccuracy was unknown. No further details were available. There was no patient present when this issue was identified.